Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the physician assistant that the pt had a chronic driveline infection. The pt was recently admitted with a 5-day history of fever and left sided abdominal pain. A subcostal incision was made on the belly. A thorough debridement of the pump and driveline was performed and multiple cultures were taken from the driveline. Outflow graft and pump. The pt underwent a pump exchange from one lvad to another lvad. It was also noted that during the exchange, only the pump was exchanged as the surgeon did not want to open up the pt's chest. The pt tolerated the procedure very well and the new pump is functioning as expected.

Manufacturer narrative:
Corrected information: a root cause for the reported event could not be determined through this evaluation as a full examination of heartmate ii lvas could not be conducted because the system was not returned to the manufacturer for analysis; however, the heartmate ii lvas instructions for use lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.